Manufacturer narrative:
(B)(4). Lot#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. PMA 510(k): as catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057, k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the physician called the dm and the clinical specialist to provide case support for occluded vena cava, post ivc filter placement. The following information was visualized on monday (B)(6) 2017 via venogram and it was determined it was a cook filter, "vena cava occlusion with multiple primary struts protruding outside of the vena cava. Also, there is bilateral iliac vein occlusions with lower leg edema. Iliac veins and ivc were re-cannulized utilizing multiple balloons and stents (B)(4). On (B)(6) 2017 filter retrieval with a clinical special providing case support. Filter was retrieved. Upon inspection of ivc filter it was noted that one primary strut is absent. At the time of the retrieval the physician was unable to visualize the missing primary strut" (B)(4). Patient outcome: the below patient outcome questions were answered based on the first event on (B)(6) 2017: the patient was hospitalized and placed on blood thinners. The patient did need additional procedures. The patient did have adverse effect de to this occurrence.

Manufacturer narrative:
(B)(4). Lot#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. PMA 510(k): as catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057, k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the physician called the dm and the clinical specialist to provide case support for occluded vena cava, post ivc filter placement. The following information was visualized on monday (B)(4) 2017 via venogram and it was determined it was a cook filter, "vena cava occlusion with multiple primary struts protruding outside of the vena cava. Also, there is bilateral iliac vein occlusions with lower leg edema. Iliac veins and ivc were re-cannulized utilizing multiple balloons and stents (B)(4). On (B)(6) 2017 filter retrieval with a clinical special providing case support. Filter was retrieved. Upon inspection of ivc filter it was noted that one primary strut is absent. At the time of the retrieval the physician was unable to visualize the missing primary strut" (B)(4). Patient outcome: the below patient outcome questions were answered based on the first event on (B)(6) 2017: the patient was hospitalized and placed on blood thinners. The patient did need additional procedures. The patient did have adverse effect de to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: an investigation of the returned celect filter found approx. 10mm missing from one of the primary filter legs. The missing portion was not returned. A detailed investigation of the fractured leg did not reveal any sign of a material defect, but a minor inclusion under the surface. The fracture is considered caused by fatigue, but filter implant period and patient's medical records are unknown at this time. Also, imaging was not provided, why it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning "vena cava occlusion with multiple primary struts protruding outside of the vena cava" and "bilateral iliac vein occlusions with lower leg edema." The complaint will be reopened in case additional information will be provided. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or by caught in a body structure (e.g. Renal vein). Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.